Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with sections e2 and e3 on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis lucera elite gastrointestinal videoscope was left overnight in the operating room without pre-cleaning. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Establishment name: (B)(6) hospital. Organization: (B)(6) hospital in speaking with olympus technical assistance center (tac), the customer was advised to perform pre-cleaning as soon as possible after use to prevent dirt from sticking. The customer was also instructed to wipe the insertion part with a cloth moistened with water or cleaning liquid, and to pass water or cleaning liquid through the pipe. Tac also recommended to soak the device in cleaning liquid if it was left over night. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.